Manufacturer narrative:
A screen shot of the cell-dyn ruby datalog and screen shots of the laboratory pages from the cell-dyn ruby and cell-dyn emerald 22 al, s/n (B)(6), were submitted for review. The customer indicated that some giant platelets were observed on the smear; however, smear images were not provided by the customer. Lri suspect parameter flags on the cell-dyn ruby indicated the interference occurred in the lower threshold region for plt count, such as between the noise region and plt population. The causes might be the presence of debris, microbubbles, contaminated reagent, and/or dirty diluent/sheath filter. The pump filter and tube were replaced by the user; these parts are recommended for monthly maintenance but had not been performed. After replacement, the sample from (B)(6) 2023 was run a total of 6 times on the cell-dyn ruby, generating plt results of 57.1, 51.4, 51.9, 60.7, 60.6 x 10e3/ul. A new sample was obtained on (B)(6) 2023, run on cell-dyn ruby, and the result was 78.8 x 10e3/ul (seq 6901). A review of all complaints associated and a review of complaint trends for the list number was performed. The review did not identify any trends. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer observed falsely depressed platelet results generated on the cell dyn ruby analyzer for one patient diagnosed with autoimmune thrombocytopenic purpura. Sid (B)(6) (B)(6) 2023 plt result was 6.08 10e3/ul (cell dyn ruby serial (B)(6)), repeated on (B)(6) 2023 plt results were 15 10e3/ul and 12 10e3/ul ((B)(6) hospital) and 33 10e3/ul (processed in the (B)(6) laboratory). The physician questioned both of these results and proceeded to send them to a laboratory at another hospital. The same sample ((B)(6)) processed at (B)(6) and the plt result was 75 10e3/ul a new sample was obtained (B)(6) 2023 plt 4.36 10e3/ul, repeated 5.97 10e3/ul (cell dyn ruby serial (B)(6)), the sample was processed again on (B)(6) 2023 with a result of plt 78.8 10e3/ul. Some giant platelets are seen in the smear. A new sample was obtained, and five replicates were run: plt 57.1 10e3/ul, plt 51.4 10e3/ul, plt 51.9 10e3/ul, plt 60.7 10e3/ul, plt 60.6 10e3/ul. The patient was discharged with treatment. No adverse impact to the patient was reported.

Event description:
The customer observed falsely depressed platelet results generated on the cell dyn ruby analyzer for one patient diagnosed with autoimmune thrombocytopenic purpura. Sid (B)(4). On (B)(6) 2023 plt result was 6.08 10e3/ul (cell dyn ruby serial (B)(4)), repeated on (B)(6) 2023 plt results were 15 10e3/ul and 12 10e3/ul (emerald - (B)(6) hospital) and 33 10e3/ul (processed in the biomedicos laboratory). The physician questioned both of these results and proceeded to send them to a laboratory at another hospital. The same sample (sid (B)(4)) processed at (B)(4) and the plt result was 75 10e3/ul a new sample was obtained (B)(6) 2023 plt 4.36 10e3/ul, repeated 5.97 10e3/ul (cell dyn ruby serial (B)(4)), the sample was processed again on (B)(6) 2023 with a result of plt 78.8 10e3/ul. Some giant platelets are seen in the smear. A new sample was obtained, and five replicates were run: plt 57.1 10e3/ul, plt 51.4 10e3/ul, plt 51.9 10e3/ul, plt 60.7 10e3/ul, and plt 60.6 10e3/ul. The patient was discharged with treatment. No adverse impact to the patient was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.